Event description:
The oxygenator stopped transferring oxygen after 25 minutes on bypass. The pt's body temperature was reduced to allow a controlled and orderly change out of the oxygenator. The pt recovered without incident.